Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the light blue main body. The insert chip was not returned with the device to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during assembly. There was evidence of solvent inside the barrel of the light blue main body component. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set; further described as "the dark blue sterile piece (female connector) was coming out of the light blue gripper (main body)" . This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.